Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7¿ device was used in the stomach during an oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle was turned; however, the bands would not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.